Event description:
It was reported that a patient implanted with the epoca system was going to be revised for infection on (B)(6) 2011. At the revision two cultures were taken and revealed no infection. Surgeon did remove the arthrex fiberwire sutures, and did not remove any epoca implants and closed the patient. The surgeon noted the fiberwire sutures were causing inflammation, and not the synthes epoca system. No product returning. This report is on the epoca system that was not removed.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. The 510k will not be provided since part number was provided.